Event description:
On (B)(6) 2017, a kora 250 dr s/n: (B)(6) was implanted. On (B)(6) 2023, the patient visited the hospital complaining of dizziness. Upon follow-up, noise was observed in the recorded egm. A survey of the patient's living environment was conducted, but no magnetic fields that could cause emi were identified. Initially, lead damage was suspected, but since noise was observed simultaneously in both the atrial and ventricular channels, the possibility of lead damage or a malfunction of the kora 250 dr was considered. Because the patient had a unique pulse, the kora 250 dr was set to backup pacing and ventricular polarity was changed from bipolar to unipolar for observation. If the cause is a problem with the lead, adding or removing the lead will be considered, and if the problem is with the pacemaker, replacing the pacemaker will be considered. Kora 250 dr is approaching rrt.a follow-up is scheduled for (B)(6) 2023 to confirm the egm noise.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
As of today, the device has not been explanted and, despite several reminders, no patient files have been provided, no x-ray pictures neither. Therefore, no investigation is possible. This case is closed as is. In case of new relevant information allowing an investigation, the case will be re-opened.

Event description:
On (B)(6) 2017, a kora 250 dr (s/n: (B)(6) ) was implanted. On (B)(6) 2023, the patient visited the hospital complaining of dizziness. Upon follow-up, noise was observed in the recorded egm.a survey of the patient's living environment was conducted, but no magnetic fields that could cause emi were identified. Initially, lead damage was suspected, but since noise was observed simultaneously in both the atrial and ventricular channels, the possibility of lead damage or a malfunction of the kora 250 dr was considered. Because the patient had a unique pulse, the kora 250 dr was set to backup pacing and ventricular polarity was changed from bipolar to unipolar for observation. If the cause is a problem with the lead, adding or removing the lead will be considered, and if the problem is with the pacemaker, replacing the pacemaker will be considered.

Event description:
On 01/05/2017, a kora 250 dr (s/n: (B)(6)) was implanted. On (B)(6) 2023, the patient visited the hospital complaining of dizziness. Upon follow-up, noise was observed in the recorded egm.a survey of the patient's living environment was conducted, but no magnetic fields that could cause emi were identified. Initially, lead damage was suspected, but since noise was observed simultaneously in both the atrial and ventricular channels, the possibility of lead damage or a malfunction of the kora 250 dr was considered. Because the patient had a unique pulse, the kora 250 dr was set to backup pacing and ventricular polarity was changed from bipolar to unipolar for observation. If the cause is a problem with the lead, adding or removing the lead will be considered, and if the problem is with the pacemaker, replacing the pacemaker will be considered. Kora 250 dr is approaching rrt.a follow-up is scheduled for 2023-12-26 to confirm the egm noise. Update dated of 28/02/2024: on 15/12/2023, the sensing polarity of the atrial and ventricular leads was changed from bipolar to unipolar, and follow-up was conducted. On 26/12/2023, there was a follow-up after changing sensing polarity to unipolar, no noise was observed. However, since it has only been about 9 days since switching to unipolar, it was decided to continue observation. A follow-up was conducted on 27/02/2024, no noise was observed in either the atrial lead or the ventricular lead. Physician believed that the noise may have been caused by simultaneous damage to the insulation of the atrial and ventricular leads. Physician commented that he was able to avoid the noise by changing the sensing polarity to unipolar.

Manufacturer narrative:
No issue is suspected on the subject pacemaker. Lead issue is suspected at both level (atrial and ventricular). For more details, please refer to the attached analysis report.